Event description:
Hole discovered in vented bag. Pack was removed and replaced with sterile item from supply.

Manufacturer narrative:
A site visit to the facility who reported this event was conducted as part of the investigation. Roi cps, llc kits were observed from receiving through handling, storage, and use of the kits. Observers included roi cps, llc personnel as well as personnel from the user facility. The conclusions drawn from the visit and the recommendations to the facility are attached to this report.

Event description:
Hole discovered in vented bag. Pack was removed and replaced with sterile item from supply.